Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was separated the following information was received by the initial reporter with the following verbatim material #mzx5306 lot #unknown it was reported by customer that he j-loop and then the collection device. He went to grab his tubes and realized that there was blood everywhere. The j-loop had completely broke away from the y-site, which then caused blood to run out of the j-loop. This patient was being held down by staff and security as he was placed in restraints and because of this malfunction in the tubing, xxx had some drops of blood land on his arm. We had to disconnect the broken j-loop from the catheter hub and reconnect a new one.

Manufacturer narrative:
One sample model mzx5306 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the inlet port of the y-site. No other defects or abnormalities were observed. The customer complaint was verified, and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation could be related to an incorrect solvent application, gap by the assembler or issues with the solvent dispenser. A quality alert was generated on jul 22nd, 2025, to communicate and reinforce the correct solvent application.